Event description:
It was reported that the battery of a pump was not charging. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.